Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has been alarming meter bg now. Customer's blood glucose level was 212 mg/dl at the time of the incident. Customer was assisted clearing the alarm. The customers blood glucose at the time of the call was 497 mg/dl, customer took glucose tabs. Customer also reported that the act button was unresponsive. Customer did not recall any significant events leading to the keypad issues. The customer was asked to observe if the time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify meter bg alarm anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.